Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was flashed and failed to sign in. A field service engineer (fse) re-ran the biometric identifier cable as it was not tightened to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es when the screen or keyboard was moved it caused the biometric identifier indicator to flash then biometric identifier sign-in was not available and users were prompted to sign in using a password with a witness required. If the device was restarted the device was temporarily restored biometric identifier sign-in, but the issue recurred. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.